Manufacturer narrative:
G4:24nov2020. B4:01dec2020. This customer returned power supply was tested and the customer complaint was verified the device did not meet specifications. This problem was traced to a component which was shorted internally (bridge rectifier bd2). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 22jun2020. B4: 07jul2020. It was clarified that this event occurred during clinical use - there was no allegation of harm associated with this event. The ventilator was swapped out for another without further incident. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 02jun2020. B4: 04sep2020. The manufacturer's field service engineer determined that the replacement of the power supply was necessary for this device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jun2020.

Event description:
The customer reported a ventilator that was "beeping every minute." The manufacturer's field service engineer could not confirm this reported problem. The device was identified as beeping upon power-up, and again upon power-down. There was no patient involvement. The manufacturer's field service engineer determined that the replacement of the power supply was necessary for this device.